Manufacturer narrative:
(B)(4). Device history record batch card for the complaint lots were reviewed, and passed the qa inspection. There was no complaint device returned for investigation. Therefore , no physical assessment could be conducted and investigation was based on document review. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. No issue was observed. Balloons were still inflated to its normal condition and shape. In the absence of any actual or representative sample for investigation, we could not further investigate to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The catheter balloon ruptured or burst inside the patient's bladder automatically after 2 to 3 days of indwelling and urine comes out from the indwelling site. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The catheter balloon ruptured or burst inside the patient's bladder automatically after 2 to 3 days of indwelling and urine comes out from the indwelling site. The patient's condition was reported as fine.